Event description:
It was reported by the affiliate that during an hysteromyoma procedure, there was lockout. Another device was used to complete the case. There were no adverse consequences to the pt and unknown about troubleshooting.